Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the mildly tortuous and moderately calcified left coronary artery. Pre-dilatation was performed with a non-boston scientific balloon.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with mid-section struts lifted. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 3.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.